Event description:
It was reported that an ilet user experienced recurrent low blood glucose following meal announcements while using the ilet bionic pancreas, including an event where a meal announcement preceded a drop to 67 mg/dl after a prior correction dose, leading the reporter to suspect that recent meal announcements were too large. Symptoms included hypoglycemia with a nadir of 58 mg/dl. Outcomes included treatment with oral glucose and triage as urgent low/low glucose. Investigation included review of device data and user report, with troubleshooting and education provided and the case assigned for additional training. Investigation of this case revealed that insulin dosing associated with meal announcements, in the context of a preceding correction dose and falling glucose trend, contributed to hypoglycemia; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and therapy interaction with system algorithms rather than a device failure.